Manufacturer narrative:
Power supply.

Event description:
The international distributor reported the ventilator would not operate on ac power. The service technician replaced the power supply to correct the reported problem. If a failure of the power supply occurs during use and the ventilator shuts down, an audible power fail alarm will activate.